Manufacturer narrative:
(B)(4). Visual evaluation of the returned uphold lite with capio slim revealed that the carrier is bent upward and there is a small crack on the top of the capio slim suture capturing device. Functional evaluation reveals that the carrier deploys to the center of the catch when fully deployed but it does not retract completely. Resistance is felt when extending the carrier and the top rivet is not secure. The mesh assembly was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse correction procedure on (B)(6) 2015. According to the complainant, during the procedure, the "spearhead responsible for guiding the needle is out of the fit of the distal tip of the capio slim." Another uphold lite with capio slim was used to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the carrier deploys to the center of the catch when fully deployed. Carrier does not retract completely.